Event description:
The customer contacted stryker to report that their device would not turn on. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
The device has not been returned to stryker the reported issue was not able to be verified and was not able to be duplicated. Root cause was not determined.

Event description:
The customer contacted stryker to report that their device would not turn on. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.